Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken pim assy. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h11 corrected fields: d4(UDI#) the getinge field service engineer (fse) that encountered the issue replaced the patient module assembly (0997-00-1178). Full calibration, and tested the unit. The unit passed all functional and safety tests and was returned to customer. The maquet failure analysis and testing department(fat) received part number 0997-00-1178 patient interface assembly serial number (B)(6) with a reported unit failure of broken pim. The fat department performed a visual inspection of the part received and found that the pim assembly is broken. Due to the broken pim assembly, the failure analysis and testing dept. Cannot install and investigate the failure any further. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a.